Event description:
Lap chole - "current leakage through the isolation of the instrument." Patient status: patient is ok

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the scissors functioned properly and met all specifications. The root cause could not be determined as engineering was unable replicate your experience with the device. During the manufacturing assembly process, epix laparoscopic scissors are functionally inspected 100%. This document represents our final report.